Event description:
It was reported that the patient presented to the emergency room feeling lightheaded, dizzy and weak. The patient had underlying heartblock and was pacemaker dependent. -lead failure- and an insulation breach were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.